Event description:
The physician was unable to engage the coronary artery with the guide catheter and was not able to retrieve it through the sheath. He inserted a .035" guidewire and was able to remove the guide catheter out of the pt. Upon removal it was noted that the guide catheter shaft had separated at the soft segment. The catheter did not separate into two separate pieces.